Manufacturer narrative:
The insulin pump passed the functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for low blood glucose. The customer's blood glucose at the time of incident was 42 mg/dl, which was treated with food, apple juice, and orange juice. Troubleshooting was initiated for the hypoglycemia and it was discovered that the insulin pump's drive support cap was sticking out. The insulin pump passed the displacement test; however, the customer believes that the device was over-delivering. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.